Event description:
The sound of something breaking was heard and device use was discontinued. The user investigated the device and found the tip missing. The tip was easily retrieved from the pt. There was a 15 minute delay reported to replace the device with an alternative device. The user reported no injury to the pt.

Manufacturer narrative:
The device was received and evaluated. The customer complaint of tip breakage was verified. Eval of the product found the tip broke off from the distal end. The tip portion was not returned with the product. A hardness check was performed on the device and it was found the device met specified requirements. There were no signs of damage to suggest mishandling. A complaint history review of the last five years shows one other complaint for this product and no adverse trend is noted. Unable to determine the cause of the detached tip.